Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The patient was prepped, intubated and placed under general anesthesia. A closurefast catheter cable tip broke off in the receptor of the rfg2 generator. The staff was unable to connect another catheter cable. The procedure was aborted and the patient was rescheduled. The procedure was later completed successfully on (B)(6) 2015. A review of the manufacturing records for lot 553046x revealed no discrepancies relevant to the event reported. The customer experience of the cf7-7-60 the closurefast catheter cable tip broken off in the receptor of the rfg2 generator could not be confirmed. The closurefast device was not received for evaluation. No functional test could be performed to duplicate customer complaint. The root cause of the closurefast catheter tip been broken off in the receptor of the rfg generator could not be determined.